Event description:
It was reported that the abutment and impression post were unable to seat in the implant. Further investigation by the doctor found that the internal components of the implant were fractured and the internal hex had been stripped.

Manufacturer narrative:
Supplemental medwatch provided as additional information was received by the customer. Please see the sections updated below.

Event description:
There is no update to the complaint description provided previously.

Manufacturer narrative:
A imp tm 4.7mm mtx, 13mm (tmmwb13) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture abutment hex inside and a fracture on the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 3 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings, precautions, breakage, general considerations and adverse effects documents reviewed: instructions for use- prosthetics for zimmer dental implant systems (IFU 4894 rev 6 - 08/19) information identified: warnings, precautions, contraindications DHR review: DHR review was completed for the subject lot number (63363007). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63363007) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur for the implant fracture was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k113753 and k112160.

Event description:
It was reported that the abutment and impression post were unable to seat in the implant. Further investigation found the implant to be fractured requiring removal. Tooth #30.